Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead becomes loose and falls out in mouth [device breakage]. Brushhead becomes loose [device connection issue]. Brushhead won't stay on because metal shaft seems worn down [device physical property issue]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported his oral-b brushhead version unknown does not stay on his oral-b rechargeable toothbrush, version unknown he has used for 2 years. The brushhead becomes loose and falls out in his mouth as the metal shaft seems worn down. No symptoms developed. No further information was provided.